Event description:
It was reported that the ventilator shut down with an audible alarm while connected to the pt. The pt was manually ventilated until he was placed on a back up ventilator.

Manufacturer narrative:
Na